Event description:
It was reported by the surgeon that the valve was explanted due to thickened leaflets, which caused severe stenosis and a peak gradient of 90 mmhg, as revealed by rep. A 21 mm sjm mechanical valve (model 21ahpj-505) was implanted. The hosp's pathology report indicated there were fragments of tissue composed of fibrin, cultures were negative, and gram stain was negative for organisms. It is unk if the valve will be returned. Add'l info has been requested.